Manufacturer narrative:
Additional information: h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed; the fiber was broken into two pieces. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the suggested event was stress leading to expected or random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use fiber broke during a therapeutic uretoscopy with laser litrotrispy procedure while device was inside the patient. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.